Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Upon review of the returned instrument, this product was reported in error. This instrument was not damaged and would not cause a risk to the patient, therefore this report, 1818910-2016-19631.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The reaming guide became stuck in the humerus and the insertion/extracting handle would not thread onto the reaming guide correctly to pull it out.